Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) confirmed the following from the inspection for repair by olympus service operation repair center (sorc); -there was an abnormal sound when moving the turret unit. -the connection of the light guide connector was hard. -the turret unit had failure. The exact cause of the reported event could not be conclusively determined, however omsc concluded that the reported event was caused by the following. Lamp lighting failure may have been caused by the amount of heat compound was small. In addition, there is a possibility that the accidental failure of the ignition-related device caused the ignition function to malfunction when the lamp was lit, causing the lamp did not light properly. Abnormal sound when moving the turret unit and failure of the turret unit may have been caused by dust adhering to the turret drive unit. The light guide connector may wear faster because the user did not connect the light guide straight. Omsc determined that the light guide was difficult to connect due to wear on the light guide connector. Omsc confirmed the device history record (DHR) and confirmed the following description; -an abnormal sound was generated from the motor due to the motor failure on may 14, 2019. -the motor replacement completed on may 14, 2019. Although the defect described in the DHR and the reported malfunction event are similar phenomenon, omsc confirmed that the motor was replaced at the time of shipping inspection and the device was shipped without any abnormality. Therefore, omsc determined that the defect described in DHR was not related to the reported malfunction event. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was returned to omsc for evaluation. In the evaluation of omsc the following was confirmed; omsc could not reproduce the reported phenomenon. No abnormalities were noted in the appearance of the device. Omsc connected and operated the device according to the operation manual, but no abnormalities were noted in the operation of the device. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during preparation for use, the lamp of the device did not light. The device was used with a olympus video processor otv-s190. There was no report of patient injury associated with this event.